Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the mid rca exhibiting 99% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously-deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. The lesion was attempted to be crossed but resistance was encountered and the lesion was not able to be crossed. The stent was removed and stent struts were seen to be deformed. It is unknown if the deformation occurred while trying to cross the lesion or when the stent was relocated in the guide catheter in order to remove it. No patient injury was reported.

Manufacturer narrative:
Addition of patient weight - device analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13th distal stent wrap with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: an image shows a lesion in the rca as reported by the account. The lesion is pre-dilated with an unknown balloon. There appears to be air in the distal portion of the dilation balloon and contrast proximal to the proximal marker band. No issues were reported with the pre dilation. Following pre dilation, there is an improvement to flow in the vessel as shown by the flow of contrast. An unidentified stent is delivered to the lesion and deployed. Patency is restored to the vessel as shown by the flow of contrast. Post dilation of the deployed unidentified stent is performed. A stent is delivered and deployed to a lesion in the lad. A final angiogram shows that vessel patency is restored. There were no images capturing the reported positioning difficulties or the stent deformation. If information is provided in the future, a supplemental report will be issued.